Event description:
It was reported via clinic notes received dated (B)(6) 2010 that the pt's seizures had "worsened over the last few months" and "his seizure calendar indicated that his seizures have gone out of control." At the next visit on (B)(6) 2010, it is noted that the pt's seizures are at the pt's normal improved frequency of 5 - 6 seizures per month however no interventions appear to have been taken at the prior visit. Attempts for add'l info have been unsuccessful to date.